Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = (B)(4)) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as noted in the report, a combination of patient factors (severely calcified cardiac anatomy) and procedural factors (possible valve oversizing) appear to have caused or contributed to this event. There is no indication this event was result of dysfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the patient¿s annulus was ruptured. A pericardial effusion developed and required a pericardiocentesis. Additional information received from the physician indicates no further problems were noted post-operatively. The pericardial drain was removed and the patient was scheduled to receive a permanent pacemaker. Per report, the annulus was crossed and a stiff wire placed. The balloon valvuloplasty (bav) was done using a 18 x 5 cm zmed balloon under rapid pacing; the patient developed completed heart block during the bav. The 23 mm sapien valve was inserted, positioned 50:50 within the annulus and implanted with a slow inflation. The device was stable and the delivery system pulled back from annulus. After nearly 5 minutes of evaluating by transesophageal echocardiogram (tee) for leak/s, a small pericardial effusion was noticed, however the patient¿s blood pressure remained stable. The patient¿s heparin was reversed with protamine and the effusion was monitored while a series of angiograms were taken to locate the possible source of leak. It was very hard to locate due to location and severity of mitral annular calcification (mac). The patient¿s blood pressure began to drop slowly and pa pressure began to rise, a pericardiocentesis was done to alleviate tamponade. Immediately after, the patient¿s pressure returned to baseline. No annular hematoma was seen by tee. Almost 500 cc of bright red blood was removed from the pericardium over a 10-15 minute period. The patient remained stable. The temporary pacer and pericardial drain were left in place and the patient was transferred to the unit for strict management of blood pressure. The annular rupture was attributed to the patient¿s severe aortic and mitral calcification. Additional information: the degree of native valve/leaflet calcification and the aortic root was described as severe. Mitral annular calcification was severe. There was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was reported as normal. The patient¿s annular diameter was 19 mm per tee. As noted in the procedure planning sheet, per CT measurement, the minimum valve annulus diameter was 14.9 mm and the maximum annulus diameter was 21.4 mm. The valve area was calculated at 300.3 mm2 (~38% oversized for 23 mm valve).